Manufacturer narrative:
H3 device evaluation: the retention bone screw driver (39-sp-0601) was visually examined with the aid of a 5x loop. The driver's tip is sheared away as well. This break is skewed relative to the driver's longitudinal axis and appears to be a multi-planar fracture. The adjustment drivers' multi-planar fracture appears to correlate with the complaint notation of the fracture occurring during attempted implant removal. The cause for the failure cannot be ascertained from the complaint since the device likely saw many uses over the course of several years, but is likely due to high force application in this procedure and with the potential of damage occurring during prior high torque/high bending moment application. Potential causes are likely related to difficulty in trying to remove screws or trying to seat screws. Review of device history records found (B)(4) pieces of lot 15079ps were released for distribution on 9/12/2017 with no deviation or anomalies. Complaint history review did not reveal a trend for reports of this nature for this part number. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00027-1/00028-1).

Event description:
It was reported that a revision lumbar fusion procedure was performed on an unknown date, utilizing the reform pedicle screw system, to extend an existing construct. Upon attempted removal of existing hardware the tip of the retention bone screw driver (39-sp-0601) broke off in the head of the screw. The tip was removed and the screw was removed successfully and the procedure proceeded without significant delay.

Manufacturer narrative:
Patient information: unknown. Date of event: unknown. If implanted, give date: unknown. Occupation: other; sales representative. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event.

Event description:
It was reported that a revision lumbar fusion procedure was performed on an unknown date, utilizing the reform pedicle screw system, to extend an existing construct. Upon attempted removal of existing hardware the tip of the retention bone screw driver (39-sp-0601) broke off in the head of the screw. The tip and screw were removed successfully, and the procedure proceeded without significant delay.